Event description:
The user facility reported that during an unspecified procedure, the user received a shock while using the working element to perform the coagulation function of the device with a sp generator. No pt injury was reported. It is unk if the procedure was completed. Olympus attempted multiple times to f/u with the user facility, however, no further info was obtained. If new info is received at a later date this report will be supplemented.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported event could not be determine. If add'l info is received at a later time, this report will be supplemented.